Manufacturer narrative:
Correction made (added life threatening and intervention required.). The event is a life threatening event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving compounded baclofen 1897 mcg/day for a total dose of 701.6mcg/day and dilaudid (hydromorphone) 13mg/ml for a total dose of 4.808mg/day via an implantable pump for post spinal cord injury and intractable spasticity. It was reported the patient presented to the emergency department (ed) with altered loss of consciousness (loc), tachycardia, increased spasticity and tone. It was noted that the patient was scheduled for a refill on (B)(6) 2018. The pump logs were read and an empty reservoir was noted in the logs on (B)(6) 2018. A low reservoir alarm was noted on (B)(6) 2018 at 5:19 pm and an empty reservoir alarm occurred on (B)(6) 2018 at 3:26 am. It was unknown what factors may have led or contributed to the issue. Diagnostics included the pump logs were read. Actions/interventions included benzodiazepine (bzd) therapy administered in the ed. It was noted that the issue was not resolved at time of report. It was noted that surgical intervention did not occur and was not planned. The patient's weight was unknown and will not be made available. The patient's medical history included spasticity and chronic pain. The patient's status at time of report was alive-no injury. Additional information received on (B)(6) 2018 indicated the rep was advised by hcp that they had received the patient in transfer and that he patient required intubation and ventilation. The pump had been refilled with gablofen and was now running at 350mcg/day. The event date was (B)(6) 2018. No further complications were reported.